Event description:
Same case as: 2134265-2012-07056. It was reported that during a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the mid left anterior descending (lad) and the right coronary artery (rca). Plaque in the rca was predilated with a 2.0x12mm maverick balloon. The physician implanted 2 (2.5x28mm and 2.25x16mm) promus element stents in the lesion. Then the physician used a 6 french guiding catheter and a non-bsc guide wire in the lesion in the lad. Plaque in the mid lad was opened with a non-bsc 2.5x15mm balloon. The physician attempted to cross the lesion using a 2.5x38mm promus element stent but was unable to cross the lesion. "The plaque embolised happened due to which the b.p. Of the patient decreased drastically and the patient crashed." The patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).